Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, a reporter for the patient (the patient¿s mother) contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the alleged product issue began on (B)(6) 2019, 9:47pm. When the patient obtained a blood glucose result of 18.8mmol/l on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin and stated that at 09:50pm the she administered 1.5 units of lantus insulin in response to the alleged product issue. The reporter stated that 3 hours later the patient developed symptoms of hypoglycaemia, ¿heavy sweating, body tremors, vomiting and convulsions¿. The reporter stated that the patient self-treated by consuming water and sugar. The reporter stated that the patient was taken to hospital and tested the subject meter with control solution and the result was in range. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The test strips were stored correctly and not expired and when a control solution test was performed, the result was in range. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter. (B)(6) rule out: on (B)(6) 2019, a reporter for the patient (the patient¿s mother) contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the alleged product issue began on (B)(6) 2019, 9:47pm. When the patient obtained a blood glucose result of 18.8mmol/l on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin and stated that at 09:50pm the she administered 1.5 units of lantus insulin in response to the alleged product issue. The reporter stated that 3 hours later the patient developed symptoms of hypoglycaemia, ¿heavy sweating, body tremors, vomiting and convulsions¿. The reporter stated that the patient self-treated by consuming water and sugar. The reporter stated that the patient was taken to hospital and tested the subject meter with control solution and the result was in range. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The test strips were stored correctly and not expired and when a control solution test was performed, the result was in range. The patient¿s products were replaced. Only complaints classified as an adverse event, for which the product has been returned and product analysis confirms the product failure contributed to the serious injury, are reportable. When product is returned from the patient, reportability to russia will be re-assessed depending on the results of product analysis testing.